Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the junction between the catheter and the hub portions of the device. This issue ultimately necessitated the removal and replacement of the complaint device. The replacement reportedly occurred with no further complications or adverse events to the patient. Additional information has been requested from the customer, but no further information could be provided. The product is reportedly unavailable for return and evaluation.